Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) was experiencing urinary incontinence, leading to a revision surgery. During the procedure, the existing cuff was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Corrected fields: b1 adverse event/product problem: updated from adverse event and product problem to adverse event.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) was experiencing urinary incontinence, leading to a revision surgery. During the procedure, the existing cuff was removed and replaced.